Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurement greater than 125 ohms. The device was reprogrammed to trigger an alert if the shock impedances rose to greater than 150 ohms. The system will continue to be monitored. There were no adverse patient effects reported.